Event description:
A customer reported that a pump declared an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, the customer replaced the cartridge, and the pump resumed normal operation after receiving tips from technical support for preventing altitude alarms.